Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer shaft polymer extrusion. The balloon section of the device was visually and microscopically examined and no issues were noted with the profile. The crimped stent of the device was visually and microscopically examined and damage was noted to the first distal stent row with the first stent strut row being lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. No issues were noted with the balloon. The tip was visually and microscopically examined and damage was noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-jun-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 12x2.25 target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The lesion contained >45 and <90 degrees bend. A 12 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.